Manufacturer narrative:
Date sent to the FDA: 05/02/2017. It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.